Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding a patient receiving morphine and unknown drug via an implanted pump. It was reported the patient was in the emergency room because the patient had gotten over-medicated by the doctor's office at their last pump refill. No further information was provided. 2020-mar-10 telph (con): additional information received from a friend or family member reported the cause of the over-medication was believed to be a uti infection along with medication the patient was received. The patient received a nasal spray of narcan before going to the emergency room and then was placed on a narcan drip once in the ER. It was noted the patient was having hallucinations and did not remember being a the office. The patient was adjusted down multiple times from 7.8 to 1.78. Following the dose reductions the patient was dry heaving and throwing up so the hcp upped the pump. The caller noted they thought the patient was going through withdrawal. The patient stated their pain today was at an (B)(6). It was noted the patient was better but still not back to their old self. The patient's weight was (B)(6).